Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was found to be leaking due to a hole. Subsequently, a trach tube change out immediately. There were no reported adverse effects.